Manufacturer narrative:
(B)(4). The ventilator was returned. The service engineer evaluated the device and verified the reported complaint. When the device was tested the battery printed circuit board (pcb) was not charging the battery. Replacing the pcb and the battery were recommended. The customer declined the repair and medtronic was not authorized to repair the device. The device was returned to the customer unrepaired.

Event description:
It was reported that a ventilator generated a battery error message after performing the 2 year preventive maintenance and replacing the internal batteries. During service, the ventilator was tested and it would not charge the nickel-metal hydride battery. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.